Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced a skin reaction with itching, redness, and inflammation underneath sensor pod area, which occurred three days after the sensor had been inserted in the arm. Six photos of the skin reaction in the complaint record were reviewed. The photos show skin reaction over several days, showing medium-sized fluid-filled blisters in the first exposure phase. The skin reaction was confirmed, consistent of an infection of the skin, with visible stripping and excoriation under the entire patch area, the severe erythema was covering the entire affected area, and on the external part covering 50% of the affected area it could be observed purulent fluid and deep wounds in the first layers of the skin. The area has been healing and has formed a hard crust. Extended beyond the patch perimeter, it could be observed swelling and slight skin striping. The reaction was treated with a prescription of unspecified oral antibiotic medication. The patient recovered and at the time of contact, it was indicated that the patient was fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.